Manufacturer narrative:
Submit date: 6/11/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Investigation: the customer states during initial placement of the feeding tube it was revealed via x-ray to have been placed in the bronchial tree. The second placement resulted in a pneumothorax. The unit was manufactured on 6/18/2013 in or assembly line hydra. The DHR file was reviewed indicating that product was released meet all quality standard requirements. There were no not-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. No samples were received by covidien for evaluation. Since no samples were not available for evaluation, the issue reported by the customer could not be confirmed. Not applicable, samples were not returned for evaluation. Root cause analysis is stated in the hhe initiation decision that advertent bronchopulmonary displacement and consequently pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. In the instruction for use for the device the warning is clearly provided that an adverse effect likes pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported defective condition. Based on the information a corrective action from production perspective is not deemed necessary at this time. We will keep monitoring the process for any adverse trends that require immediate attention.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer stated that during initial placement of the feeding tube it was revealed via x-ray to have been placed in the bronchial tree. Second placement resulted in a pneumothorax which required the insertion of a chest tube..